Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was unknown. On the day of onset, the patient began treatment with ceftazidime intravenously (dosage, frequency, and duration not reported) and vancomycin intravenously (dosage, frequency, and duration not reported) for the bacterial peritonitis event. On an unreported date during the hospitalization, intravenous antibiotic treatment was discontinued and the patient was switched to ceftazidime intraperitoneally (dosage, frequency, and duration not reported) for the bacterial peritonitis event. Intraperitoneal antibiotic treatment was ongoing at the time of this report. After three days of hospitalization, the patient was discharged. Dianeal therapies were ongoing. The patient was recovering from the bacterial peritonitis. No additional information is available.